Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 343 mg/dl on the reported meter and a reading of 244 mg/dl on another meter. There was no patient injury associated with this issue. As the issue was not resolved and the results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.